Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an unk pelvic mesh product on or about (B)(6) 2010 to treat her pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, severe emotional distress, and has undergone or will undergo corrective surgery or surgeries. Plaintiff's attorney also alleged plaintiff suffered damaged nerve endings leading to debilitating neuromas.

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.